Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 426, 396, 193 and 234 mg/dl. The customer¿s expected am fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 12/24/2022; the product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 429 mg/dl using true metrix air meter; the customer was not satisfied with the result obtained. Customer declined replacement product, stating she would seek replacement from the pharmacy. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 11-oct-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated she had obtained replacement product from the pharmacy. Customer stated she is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 30-nov-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Testing of retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: use/storage-improper storage.